Event description:
On (B)(6)2014, the reporter contacted animas alleging a blood glucose of hi on the meter (over 33.3 mmol/l) with vomiting, tiredness, and increased thirst associated with inaccurate insulin delivery. The reporter confirmed that the pump settings were correct in the pump, the total daily dose and basal history reflected the programmed basal rates, and the bolus history was recorded as programed and correctly reflected in the pump¿s total daily dose. There were no other reported causes of the blood glucose level. This report is made based on the allegation that the patient experienced hyperglycemia related to inaccurate insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015 device evaluation: the device has been returned and evaluated by product analysis on 02/17/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump black box showed an empty cartridge on (B)(6) 2014 at 06:57 with delivery resuming at 08:48. The black box recorded a power event, and a loss of prime warning occurring on (B)(6) 2014; after the loss of prime, the delivery was not resumed until the following morning. On (B)(6) 2014, the pump black box showed a manual time change from 11:54 to 09:54. During testing, a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.